Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), due to erosion at the distal cuff. The cuff was explanted, and the y-connector was removed and replaced with a single connector. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.